Event description:
Underwent back surgery with removal of hardware due to possible failure of l3 pedicle screws bilaterally. Low back pain for several years that has gotten progressively worse. Numbness and tingling of legs.